Event description:
The information provided is based on information contained in the complaint relating to a lawsuit brought by the patient. The complaint alleges, among other things, that in 2002, the patient was admitted to the hospital for insertion of a greenfield vena cava filter and the patient was injured during placement of the filter. As a result, the patient had to undergo a second surgical procedure for the purpose of inserting another filter. The complaint filed by the patient fails to provide any product identification information, other than the product name, and the product is implanted in the patient. Therefore, a device analysis will not be possible.